Manufacturer narrative:
The investigation for low pump flow has been completed. The logs show a motor current spike, speed deviation without a p-level change, increase in pap, increase in purge pressure ad decrease in purge flow on the 24th day of support. Motor current remains elevated and flow is low until the removal of the pump. The product was returned and biomaterial was found wrapped around the impeller. The root cause of the low pump flow was determined to be ingested biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient was implanted with an impella rp device for mechanical circulatory support. It was reported the pump experienced low pump flows due to possible clot ingestion, resulting in this pump being replaced with another impella rp. The device was explanted, and the procedural outcome was the patient survived.